Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that while performing a pm, the unit's battery failed the battery load test. As a result, the fsr replaced the battery, and the unit checked out "ok."

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that while performing a pm, the unit's battery failed the battery load test. As a result, the fsr replaced the battery, and the unit checked out "ok."

Manufacturer narrative:
(B)(4). Returned for investigation was a battery. The sample was returned in a brown cardboard box. Visual inspection of the battery was performed, and no abnormality was noted. The battery was installed into a known good ac2 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.2 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed for "available battery power less than 20 minutes" approximately 65 minutes after pumping was initiated. The iabp alarmed for "available battery power less than 10 minutes" approximately 78 minutes after pumping was initiated. The iabp alarmed for "available battery power less than 5 minutes" approximately 88 minutes after pumping was initiated and then immediately shut off. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat 2 iabp must be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "failed battery load test" is confirmed. The pump shut off after approximately 88 minutes when operating on battery power after a full charge during the complaint investigation. The battery failed the battery load test. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the short battery run time. A definitive root cause could not be determined but a potential cause of the short battery life is a result of battery maintenance. No further action required at this time. Teleflex chelmsford will continue to monitor and trend for reports of this nature. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.